Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). This 185cm kinetix guide wire was advanced into the rca with very little resistance. As the wire was being advanced into the rca, the wire unintentionally went down a side branch. While withdrawing the wire from the side branch against slight resistance, approximately 2 inches of the tip detached. An attempt was made to retrieve the tip; however, this was unsuccessful. The tip remains in the side branch. The tip remains in a location where the physician does not believe the patient is at risk. The procedure was considered completed with this device. No further patient complications were reported and the patient's status is ok.